Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a unspecified procedure. Reportedly, the instrument leaked. No additional information is available.